Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced headaches, insomnia, fatigue, suicidal ideation and urinary incontinence. The patient was prescribed 200 mg of lomustine once per day. The event was considered ongoing. If additional information is received, a follow up report will be submitted.